Manufacturer narrative:
Follow-up #1 date of submission 12/23/2014-product analysis: the device was returned and evaluated by product analysis on 12/05/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed installation of partially discharged batteries. No damage was found to the battery compartment or battery cap; the battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The electric power draws were found to be within specification. No moisture, damage, or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.